Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers failed. Drawers was not detected on bus and customer tried to reboot the station but issue remains the same. Customer shut down the station by unplugging the power cord from the back of the station and wait for 10 minutes but no change. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed and not detected on bus. A field service engineer found row bord connection was loose, reseat all the row board connections and cleaned debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.